Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: 00952537 case subject: npi 8100 error code 242.4030 account name: sentara careplex hospital account #: 1440804 asset name: 8100 pump module 9.17.0.22 asset location: contact: sammie patel contact email: sam.patel@trimedx.com contact phone: 7572643352 contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports error code 242.4030 on their 8100 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer stated they already replaced the motor control board, and air in line assembly. Recommended customer remove rear case, and turn the motor gear around a bit. Next replace rear case and apply power. When opening the door, if the occlude fingers don't move, it is an electrical issue and replace the logic board. When opening the door, if the occlude fingers move, then it is an mechanical issue and replace the bezel assembly. Finally I recommended sending in for repair. Customer will most likely send in for repair. Ended call.